Event description:
Related manufacturing reference number: 2017865-2024-70815. Related manufacturing reference number: 2017865-2024-70816. It was reported that the patient presented to the emergency room with dizziness. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. It was also reported that six days after the rv lead replacement procedure, the patient presented to the hospital with dizziness. Interrogation of the pulse generator noted that the new rv lead and the pulse generator exhibited intermittent ventricular capture. The pulse generator was explanted and replaced. The new rv lead was explanted, and a new left bundle (lb) lead was implanted. The original capped rv lead was uncapped and connected to the new pulse generator. The patient was stable throughout both procedures.

Manufacturer narrative:
The reported events of intermittent capture and noise were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found visual inspection of the header found the setscrews stripped by the end-user caused by inserting the wrench tool at angles to the screw head, additional inspection did not find any contamination or foreign material. Electrical and mechanical analysis performed, after replacing the setscrews, indicated normal functionality. Further evaluation of capture performance measured normal capture results, and sensitivity test performed at most sensitive level was within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.